Event description:
It was reported that the right ventricular (rv) lead experienced several episodes of t-wave oversensing (twos). The patient received unnecessary therapy. The lead was programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the lead was not returned for analysis, however performance data collected from the device was received and analyzed; 13 ventricular non-sustained tachycardia episodes of <(><<)>=210 ms occurred between (B)(6) 2012 and (B)(6) 2013; 10 ventricular fibrillation (vf) episodes <(><<)>=200 ms average v-cycle occurred between (B)(6) 2012 and (B)(6) 2013. Concomitant products: d154vrc implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2006. (B)(4).